Manufacturer narrative:
The device was returned for evaluation. The pulse generator was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Visual inspection found no anomalies. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-42538. Related manufacturer report number: 2017865-2023-42540. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced the patient was stable.